Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model:sc-8216-70, serial:(B)(6), batch:(B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempts. The patient underwent an explant procedure. All explanted device components were not released by the facility and will not be returned.